Event description:
A technician reported a case of foreign body sensation and dryness of the right eye, observed at two days post lasik treatment. Patient noted foreign body sensation. Additional information has been requested.

Manufacturer narrative:
Additional patient information has been requested. The system history shows that the laser was verified successfully prior to and after the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).